Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an alert for long charge time for their implantable cardioverter defibrillator. The capacitors were tested in clinic to check the timing, and the physician decided not to perform intervention and to continue to monitor the patient. There were no patient symptoms.